Event description:
Customer reportedly obtained results of 394 mg/dl and 170 mg/dl on the advantage sys within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.